Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered post compounding, during storage. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The visual inspection identified fraying along the edge of the eva material, which was determined to have occurred during the manufacturing process. Functional testing confirmed the reported condition. Manufacturing controls are in place to reduce the likelihood of recurrence and the device instructions for use state to check the container for leaks, prior to use, by squeezing firmly. Should additional relevant information become available, a follow-up report will be submitted.